Event description:
It was reported that during a procedure, the operator placed the microcatheter in the upper branch of the dir acm artery bifurcation and removed the guidewire. Next, the operator started to navigate the subject stent, however, friction was encountered and the operator had to apply force. Then, a friction ceased and the subject stent stopped advancement. The stent delivery wire moved independently and the stent was not moving forward. Thus, the operator withdrew the microcatheter together with the subject stent and removed the subject stent from the microcatheter outside of patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure, the operator placed the microcatheter in the upper branch of the dir acm artery bifurcation and removed the guidewire. Next, the operator started to navigate the subject stent, however, friction was encountered and the operator had to apply force. Then, a friction ceased and the subject stent stopped advancement. The stent delivery wire moved independently and the stent was not moving forward. Thus, the operator withdrew the microcatheter together with the subject stent and removed the subject stent from the microcatheter outside of patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. It is likely that due to friction with the stent, an excessive force was applied to the guidewire and the guidewire slipped out of the stent. However, nothing is conclusive as the device was not returned for analyses. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.